Event description:
It was reported to physio-control service that the customer's device did not deliver defibrillation energy properly and would prompt 'abnormal energy delivery'. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and replaced the transfer relay assembly and the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.